Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain post-operatively.

Manufacturer narrative:
This follow up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Concomitant medical products: persona stemmed 5 degree tibia, size e, left (p/n: 42532007101, l/n: 62320199). Persona all-poly patella, 32mm x 8.5mm (p/n: 42540000032, l/n: 62132942). Persona ps articular surface, 11mm, left (fem 6-9, tib ef) (p/n: 42511400711, l/n: 62265505). No devices or photos were received; therefore visual and dimensional evaluations could not be performed. The device history records were not reviewed, as the reported event alleges a symptom, rather than a defined device failure. It was determined that an additional review of the device history records for the implants would not provide additional information that would assist in determining the cause of the reported event. These devices are used for treatment. Compatibility of the devices in use were assessed with no issues identified: primary and revision operative notes were not provided; therefore it is unknown whether the articular surface was implanted per the surgical technique. There is also no available information regarding the patient¿s adherence to rehabilitation protocol or any other patient factors that may have influenced the performance of the device. A definitive root cause cannot be identified with the information provided.